Event description:
Pt had removal of silicone gel breast implants due to capsular contractures. The right capsule was removed and opened to release the implant which appeared intact but covered with a sticky material on its entire surface. The left capsule and implant were the same as the right. A mastopexy was performed during the surgery. The right breast implant was noted to be leaking silicone in pathology. Microscopic description of capsule tissue: right breast fibrosis with dystrophic calcification, fatnecrosis with foamy histocytes and foreign body giant cells with refractile material.